Event description:
The original procedure was performed on (B)(6) 2014. Post CT showed no problems and the procedure was finished. On (B)(6) 2014, CT revealed 80-90% stenosis at ipsilateral leg was compression. A re-intervention was performed on the (B)(6) 2014 to implant a metal stent. Post CT revealed blood flow improvement and the procedure was finished. The pt progressing well.

Manufacturer narrative:
UDI#: (B)(4). DHR review: a full review of the device history record has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specs. There is no info to suggest that the device has not met the final release criteria. Risk analysis: there are some reasons for stenosis of the ipsilateral leg, including but not limited to: existing stenosis, oversized ipsilateral component of the device. Lombard medicals hazards risk analysis has been reviewed and dissection of iliac is listed in section d2. No further update required. If further info is received from the doctor, a f/u report will be provided.